Manufacturer narrative:
The dynatrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The dynatrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices were not available; therefore, an investigation on the suspect device cannot be accomplished. A review of the manufacturing documents from the DHR/lhr for lot 1206151 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during production. The expected lot samples were never returned to conmed from the end-user facility; therefore, no testing was conducted. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. It is possible that the patient had solvents under the electrode site such as skin soap which could have caused the irritation. The IFU, instruction for use, specifies that, "the electrode site should be clean, dry and free from skin oil prior to electrode application. The electrode site should be dry before electrode application. Fluids, including skin clearing solutions, lotions or soapy water may cause skin irritation and loss of adhesion." Electrode survey received from the end user indicates that no site prep was performed prior to the pad application. Possible causes of the complaint could be allergic reaction of the patient to the device or improper electrode site preparation prior to electrode application. No root causes can be confirmed without examination of the product. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.

Event description:
It was reported,"patient experienced reaction after use of electrodes". Patient experienced erythema and small blisters on the skin surface where the ECG pad had been placed. Patient was treated with a topical steroid cream.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Lot samples are expected; yet, have not been received to date by conmed corporation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device discarded, lot samples expected.